Event description:
Nausea. Weird tongue feeling. Weird left side of head feeling. Stomach issues. Shortness of breath. Eye irritation burning and watery. Abdominal pressure. Low co2 levels. FDA safety report ID# (B)(4).